Event description:
It was reported that the cuff inflated asymmetrically during testing, prior to use. No additional information was available. No patient was involved.

Manufacturer narrative:
H10: device evaluation: one photo was included in agile attachments for evaluation; photo showed the box of the sample returned. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. The sample was filled with air to see if there was any functional problem, then the cuff was measured for symmetry. The cuff was inflated symmetrically; the complaint was not confirmed. The root cause was not addressed since the cuff was inflated symmetrically. No corrective action was taken since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).